Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection performed on sensor plug. Sensor plug was seated correctly. No cracks were observed in sensor plug assembly or on the neck of the sensor. Sensor patch data extracted and the sensor was found to be in sensor state 5 normal state. All three connectors installed properly. Product was found to be within specification. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 60 minutes" message on the adc freestyle libre sensor after 1 day of wear. Customer further reported experiencing a loss of consciousness and being treated with sugar by a family member. There was no report of death or permanent injury associated with this event.